Event description:
Not dispensing medication.

Manufacturer narrative:
It was reported that 'nebulizer bubbles but doesn't dispense the albuteril medicine properly". No harm to the patient was reported. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.